Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting no atrial output, oversensing and a high lead impedance. An invasive procedure was performed to analyze the system. The atrial lead, model 4269, was disconnected from the connector block and reinserted. Immediate atrial pacing and sensing was observed. The ipg system remains implanted.